Manufacturer narrative:
D9: the date of the device return is unknown. E1: the name of the initial reporter and occupation is unknown. The console (aic) was returned for evaluation. Upon evaluation of the console logs, the reported day of event are consistent with complaint and show battery failure alarm upon boot-up. The log battery data shows cell imbalance of two cells within battery 1: cell 3 and cell 2 were gradually declining until a rapid failure of cell 2 that resulted in battery 1 internal shutdown. Therefore, the root cause was a defective battery. The console's batteries were replaced, and a functional check was conducted. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a battery failure alarm was issued during start-up inspection. The battery did not exceed 50% even though the power cable was already plugged into an outlet. No patient involvement.